Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level ranging between 270-397 mg/dl. Suspected cause was the pump not delivering insulin. Basal rates were increased to address bg; however, bg remained elevated. The customer reverted to an alternate pump and bg level normalized.